Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the guiding catheter resulted in the reported difficult to remove. Interaction/manipulation of the device ultimately resulted in the reported tip material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the 6.5 mm distal superficial femoral artery with moderate calcification. Atherectomy was not used and the vessel was prepared with a non-abbott 6x60 mm balloon at 6 atmospheres for 60 seconds. After successful deployment of the 6.5x60 mm supera self expanding stent (ses), the delivery system was removed from the patient. During removal, there was resistance felt in the introducer sheath and the distal tip detached and remained in the introducer. All devices were removed without any incident. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.